Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "the surgeon implanted the on-x mitral valve. When looking at the echo of the valve in surgery they noticed that one of the valve leaflets was not moving properly. They removed the valve and put another on-x valve in and it worked properly."

Manufacturer narrative:
The manufacturing records for the onxmc-25/33 serial number (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. The onxmc-25/33 sn (B)(4) was implanted and explanted the same day, (B)(6) 2018. The report from the field was that a post-implant echocardiogram suggested one of the valve leaflets was not moving as it should. The valve was explanted and replaced with another on-x valve (of unknown size, model, or serial number) which worked properly. We do not have access to the echo nor was the valve returned to the manufacturer for examination. Therefore, we have no information that indicates what the nature of the leaflet motion problem is, whether due to an anatomic obstruction, surgical technique, orientation, or whether it has any relationship to the valve itself. Depending upon the origin of the restricted leaflet movement, this complication could be classified as either prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, or prosthesis structural dysfunction, all of which are listed as a potential adverse events associated with the use of prosthetic heart valves with the further note that explantation is a possible outcome of mvr surgery due to a complication [IFU]. Based on the limited available information, a root cause for this event, abnormal leaflet movement, is unknown. A determination cannot be made with the information provided what, if any, relationship the event has to the on-x valve. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "[the surgeon] implanted the on-x mitral valve. When looking at the echo of the valve in surgery they noticed that one of the valve leaflets was not moving properly. They removed the valve and put another on-x valve in and it worked properly."